Event description:
The dental implant, fx4810mlc was removed on (B)(6)2014 due to loss of osseointegration 1 year and 10 months after implantation. The doctor indicated that the patient need another surgical intervention for patient outcome. The patient has medical history of bruxism.